Manufacturer narrative:
(B)(4) supplemental MDR - packaging issue. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. However, this suggests the complaint is related to clear vs green colorant. Specification deviation was issued to manufacture the product with colorless caps. The product was evaluated to be acceptable for use. Marketing notifications were sent to impacted customers.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 303393 batch# 4114783 it was reported that the bd twinpak had a product packaging issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached hi xxx ¿ please see below comment from xxxx who purchases 303393. They noticed a change in packaging color and are having issues with inspection. We likely do not have a qa/cnc agreement with them and may not be obligated to notify nevertheless would be good to support them with some response on the change given the business we have been doing on a regular basis. They noted that the packaging of the material used to be clear but now has a green color. Item -303393 lot - 4114783 po- 4500273006.